Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation; therefore, a device analysis could not be performed.

Event description:
It was reported that a large volume infusor did not flow. This malfunction occurred prior to use; therefore, there was no patient involvement. The device has been filled with a volume of 250 ml, of an unknown solution. Additional information was requested and is not available.